Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed two similar complaints from this serial number. The similar complaints have been reported by two facilities in (B)(6). The previous complaint evaluations for this serial number ((B)(4)) are: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2021-02428). Inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2020-01509).

Event description:
During puncture, nurse cannot visualize the vein.